Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 85-year-old male patient who had been admitted in with known coronary artery disease and in need of a protected percutaneous coronary intervention (pci). The underlying medical history is not known or shared. The pump support allowed for the pci and was explanted on the day of insertion. At the pump removal there was a vascular complication that prompted the team to placed a covered stent for hemostasis. No other details were shared regarding the vascular damage. Patient-specific factors such as critical illness, underlying peripheral arterial disease, or technique can contribute to vascular damage, but the details are unknown. The device was discarded and will not be returned.

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the serial number and primary UDI number have been updated. Corrected information were provided in d3, e1 (initial reporter title) and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Access site adverse event/vascular dissection: the cause of the injury was not determined due to insufficient clinical details and no product was returned.